Event description:
It was reported that the patient was currently hospitalized "due to an underlying infection" that was suspected. The hospital hcps (heath care providers) were considering a pump dose adjustment for the patient and were attempting to reach the pump managing hcp. It was later reported the plan was for the patient's pump physician to see the patient on (B)(6) 2011. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: a healthcare provider indicated that the infection was not due to the pump.

Manufacturer narrative:
Concomitant medical product: catheter 8709sc, lot #: n179012001, implanted: (B)(6) 2009, explanted: unknown.